Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004421 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004421 was manufactured according to the wi version 108 manufactured in the line 7, on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 06/feb/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6004421 and no other complaint has been registered in database for the same lot 6004421 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, nonon-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-june-2024, it was reported that patient faced infusion set leaking at the stie due to which hyperglycemia occurs. High blood glucose level was displayed high. No further information available.